Manufacturer narrative:
A manufacturing record evaluation (mre) of lot number 116472 was reviewed on (B)(6) 2019 and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 49-year-old female underwent breast augmentation with a mentor siltex round moderate profile 300cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered two rents measuring approximately 1.2 cm and 0.4 cm located on the posterior aspect. Also, parallel lines of shell wear running from the anterior aspect to the posterior aspect were noted, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination of rent b revealed parallel striations. This type of striation is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 300cc saline prosthesis, catalog #3542645, lot #124658. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation with a mentor siltex round moderate profile 300cc saline prosthesis and experienced right sided deflation post procedure. As a result, explant without replacement was performed on (B)(6) 2018.